Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. One opened phaco tip in a wrench, in a plastic container with a lid, in a bag was received. Sample was visually inspected and found to be nonconforming. Phaco tip was observed to be broken in 2 pieces at the cone to transition area, with cracks in cannula and a small hole. Breakage was very jagged. Uneven wall thickness observed. Walls were observed to be thin with a crack on the one side of the cannula. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. An investigation has been initiated and is currently in progress, to further investigate the broken phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the phaco needle was broken during cataract surgery with intra ocular lens implant. It was unknown whether the surgery was completed or not. There was no patient harm. Additional information was received and specified that the surgery was completed on the same day after replacing the tip with another one.